Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement greater than 3000 ohms and an echography revealed the lead had dislodged went into the aterial system and through the aortic valve. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to section h, field h6: impact codes. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed at approx. 248 mm from the terminal end. Only the proximal segment was returned. Anode resistance testing found that the lead was not electrically continuous indicating a fractured conductor located at approximately 244mm from the terminal end, likely induced damage during explant. Visual inspection also confirmed deformed coils at approximately 150mm from the terminal end, and a twist was observed at approximately 170 and 195mm from the terminal end. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed at approx. 248 mm from the terminal end. Only the proximal segment was returned. Anode resistance testing found that the lead was not electrically continuous indicating a fractured conductor located at approximately 244mm from the terminal end, likely induced damage during explant. Visual inspection also confirmed deformed coils at approximately 150mm from the terminal end, and a twist was observed at approximately 170 and 195mm from the terminal end. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement greater than 3000 ohms and an echography revealed the lead had dislodged went into the aterial system and through the aortic valve. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement greater than 3000 ohms and an echography revealed the lead had dislodged went into the aterial system and through the aortic valve. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed at approx. 248 mm from the terminal end. Only the proximal segment was returned. Anode resistance testing found that the lead was not electrically continuous indicating a fractured conductor located at approximately 244mm from the terminal end, likely induced damage during explant. Visual inspection also confirmed deformed coils at approximately 150mm from the terminal end, and a twist was observed at approximately 170 and 195mm from the terminal end. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
This report contains corrections to section h, field h6: impact codes. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed at approx. 248 mm from the terminal end. Only the proximal segment was returned. Anode resistance testing found that the lead was not electrically continuous indicating a fractured conductor located at approximately 244mm from the terminal end, likely induced damage during explant. Visual inspection also confirmed deformed coils at approximately 150mm from the terminal end, and a twist was observed at approximately 170 and 195mm from the terminal end. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement greater than 3000 ohms and an echography revealed the lead had dislodged went into the aterial system and through the aortic valve. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.